Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two prostyle devices after a right common iliac stenting procedure using a 7f sheath. Reportedly, the first prostyle device entered the vessel; however, no pulsatile flow was noted from the marker lumen. The prostyle device was backed out of the vessel until white guidewire exit ports were visible. The marker lumen was attempted to be flushed but it was obstructed and unable to flush. A second prostyle device was advanced over the wire until the white guidewire exit markers were visible at the level of the skin, the guidewire was removed. The prostyle device was attempted to be advanced but was being snagged on a 10x59mm omnilink stent that was just deployed. There was no damage to omnilink stent. A glidewire was re-inserted and advanced past the omnilink. The prostyle device was attempted to advance farther into the vessel over the glidewire but was unable to advance. The prostyle device was removed undeployed. Manual pressure was held to obtain hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: initial flushing of the marker lumen with saline prior to use was successful. No additional information was provided.

Manufacturer narrative:
Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to difficult to advance, include, but not limited to, patient artery/anatomy variables, aggressive manipulation during insertion or the previously implanted stent. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.